Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbing face...injury [face injury] broken skin on face near nose [skin wound] bleeding skin - face [skin haemorrhage] brush head span off whilst brushing - oral-b toothbrush [device breakage] case narrative: consumer e-mail stated that husband had suffered an injury as a result of a faulty brush head. It had span off whilst he was brushing his teeth and had stabbed his face. No serious injury was reported. Follow up - product updated.

Event description:
Stabbing face...injury [face injury]. Broken skin on face near nose [skin wound]. Bleeding skin - face [skin haemorrhage]. Brush head span off whilst brushing - oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that husband had suffered an injury as a result of a faulty brush head. It had span off whilst he was brushing his teeth and had stabbed his face. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.